Event description:
It was reported that the right ventricular (rv) lead exhibited occasional undersensing. It was also noted the right atrial (ra) lead had experienced sensing issues as well. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.